Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. An analysis of the customer provided images found broken linkage to the upper jaw. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a left knee lateral meniscus radial tear repair, using novostitch pro, when using the forth cartridge, the upper jaw was not articulating properly. On closer inspection, the small lever to control the movement of the upper jaw had detached. The procedure was successfully completed without significant delay using an s+n back-up device. No other complications were reported.